Event description:
It was reported that during an unspecified diagnostic procedure, while the patient was sedated and the device was in use, the colonovideoscope experienced an e315 error, and a blackout. The procedure was completed using an olympus backup device. No patient injury or adverse effects were reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.